Event description:
It was reported that this pacemaker reverted to safety mode. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned.